Manufacturer narrative:
Sc-1140 sn: (B)(4), device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients knee where she had previous surgery on gave out and ended up falling on her ipg site. It was also reported that the patient was experiencing pain at the pocket site and the ipg was no longer working ever since. The patient underwent explant.